Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds and loss of capture. A lead revision was performed in order to resolve the issue. After the revision the lead is performing accordingly. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: h6: impact codes

Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds and loss of capture. A lead revision was performed in order to resolve the issue. After the revision the lead is performing accordingly. This lead remains in service. No further adverse patient effects were reported.